Manufacturer narrative:
Approximated based on the year the literature was published. The complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. Literature source: masaryk, v., meyer f., will, u. Transcolonic lumen-apposing metal stent placement complicating a palliative endoscopic ultrasound-guided gastrojejunostomy. Endoscopy. 2023 dec;55(s 01):e370-e372. Doi: 10.1055/a-1996-0346. Epub 2023 jan 16. Pmid: 36646131; pmcid: pmc9842453. Imdrf device code (B)(4) captures the reportable event of stent migration. Imdrf patient code (B)(6) captures the reportable patient complication of erosion. Imdrf patient code (B)(6) captures the reportable patient complication of fistula. Impact code (B)(4) is being used to capture the additional device to complete the procedure. Impact code (B)(4) is being used to capture endoscopic procedure of functional gastrojejunostomy through a transcolonic interposition.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "transcolonic lumen-apposing metal stent placement complicating a palliative endoscopic ultrasound-guided gastrojejunostomy" by viliam masaryk, et al. According to the literature, the patient developed a stenosis at the duodenojejunal flexure due to advanced pancreatic cancer and was implanted with 20-mm lams axios device during an endoscopic ultrasound (eus)-guided gastrojejunostomy. Correct positioning of the lams was confirmed by the flow of contrast medium and by endoscopic inspection, and abdominal ultrasound assessment showed an optimally positioned stent. Fourteen days post stent-placement, the patient presented with malodorous vomiting and watery diarrhea. Gastroscopy revealed a dislocation of the axios stent from the jejunum, with a gastrocolostomy and a fistula from the colon to the jejunum at the lateral border of the lams. A non-bsc duodenal stent was inserted during a recreated functional gastrojejunostomy through a transcolonic interposition. A postinterventional ultrasound check indicated appropriately positioned stents. The patient was discharged 2 days later, with stable oral intake. Note: it was reported that the axios stent was implanted transgastric to the stomach during an endoscopic gastro-gastrostomy procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for gastro-gastrostomy procedure.